Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of extravasation was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include retraction of the catheter against the needle and reinsertion of the needle into the catheter; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility had an "extravasation issue" with two powerglide catheters. No other details were provided. This report addresses the first device.